Event description:
It was reported that during the implant procedure, the guidewire could not be advanced into the left ventricular lead. The lead was not used.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.